Event description:
A customer contacted beckman coulter inc. (Bec) stating that their coulter lh 500 hematology analyzer leaked lh cleaner. The leak was not contained within the unit, some fluid went onto the counter. The volume of the leak was unknown. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, glasses and gloves at the time of the incident. No injury or exposure was reported and there was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced tubing through pinch valve pv43 (drain path from waste chamber vc1) that was found to be leaking which resolved the issue. The cause of the leak is associated with the tubing at pv43. (B)(4).